Event description:
Consumer claims, she was using a heating pad, fell asleep and awoke to find a burn the size of a quarter on her hip. Pad was not melted or scorched.

Manufacturer narrative:
Consumer admits to sleeping with the heating pad which is a violation of the instructions and warnings provided with the product. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.